Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with monarc subfascial hammock system on or around (B)(6) 2006 to treat her pelvic pain, cystocele, rectocele anal incontinence, and vaginal vault prolapse. It was alleged that after the plaintiff was discharged she complained sciatic nerve pain running down back of the right leg, severe pain, pudendal neuropathy, bladder spasms, infection, suffering, bleeding, vaginal scarring, continued incontinence, recurrence of organ prolapse, as well as debilitating and permanent injuries. It was also alleged the plaintiff experienced pain when walking, could not stand erect for long periods of time due to pain. The plaintiff has undergone several corrective procedures with hospitalization, including revision to correct and/ or remove mesh.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated adn a follow-up report will be sent.